Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient called because buttons of pump don't work anymore. No adverse event alleged. Customer declined to return the device.